Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue. This ra lead was replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue. This ra lead was replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The fracture allegation was confirmed, based on the finding of a fractured anode (outer coil) conductor, located 230-232 milli meter from the terminal end. Fracture characteristics are consistent with clavicle/first rib damage. As the anode (outer) conductor resistance measured as an electrical open which indicating a fractured or broken conductor.